Event description:
It was reported that the device exhibited error 416221003. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the optic switch and motor. The optic switch and motor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.